Event description:
The patient reported that the device did not work well because the patient would still go into atrial fibrillation. The patient stated that since device replacement "it's working" and the patient has not experienced atrial fibrillation. Follow-up with the physician's office indicated that the patient was doing fine, with no known device issues. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.